Event description:
Pt status post mandible resection for tumor with construct returned to the surgeon (B)(6) 2010 and an x-ray showed the plate broke at the angle. Surgeon removed the broken plate construct and the pt was reconstructed with a new plate, screws and bone graft.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.